Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. Customer also reported the sensor would not communicate with the insulin pump and has given alert for change sensor after calibration not accepted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.